Event description:
The hosp reported the following incident: the catheter was cut/ broken by the pt. The break is due to a simple traction. Additional info has been requested, but no additional info has been submitted at the time of this report.

Manufacturer narrative:
Qn # (B)(4). The device sample was not received by the manufacturer at the time of this report.